Event description:
It was reported that the pump had a plunger sensor failure. No patient injury was reported.

Manufacturer narrative:
(UDI) is unknown; no additional information was provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. All cases appeared excellent and there was contamination present on the entire plunger assembly. Event history log (ehl) showed: check syringe plunger sensor. A syringe test and biomed / diagnostic verification were performed. The reported problem was duplicated; stuck flippers on the left plunger case due to contamination from fluid ingression. The root cause of the issue was deemed a result of customer's improper use of the pump. Action(s) taken to mitigate the reported issue(s): replaced left plunger case and other contaminated components for preventive maintenance and all functional testing.